Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) is underway. The reported problem (not powering up) has been confirmed. Upon investigation the battery charger/modem was unable to power up. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted form the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger wasn't powering up properly. The patient was issued a replacement battery charger/modem.